Event description:
It was reported to boston scientific corporation on june 17, 2009 that a ultratome xl sphincterotome was used during a cholangiography procedure. According to the complainant, during the procedure while cannulating, the tip of the device was not in the correct orientation and the cut wire was unable to bow properly. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).